Manufacturer narrative:
At the completion of the investigation, based on the patient information received, the clinical evaluation was not able to confirm an unknown endoleak. Additionally the endoleak assessed through the clinical evaluation was determined to be a type 2 endoleak. The clinical found evidence to reasonably suggest the following contributing factors to the reported event; severe calcification and patient anatomy. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2015 the patient had a subsequent endovascular procedure to repair a type 3b endoleak. The physician elected to implant an additional bifurcated stent to seal the endoleak. On (B)(6) 2016 follow up computed tomography (CT) showed an unknown endoleak in the middle of the bifurcated graft. The physician determine there was not an endoleak present and elected to monitor the patient. A review of patient data received for the reported event showed the patient has a type 2 endoleak. The patient records also revealed the patient was previously treated for a type 1b endoleak of the left iliac artery in 2015. The physician elected to implant a non-endologix stent as well as a hypogastric plug to seal the endoleak. The patient has not been scheduled for a subsequent endovascular procedure to address the current type 2 endoleak. There have been no additional adverse events reported for this patient.